Manufacturer narrative:
(B)(4). The mst11b device was received in good physical condition. The probe was connected to a test holster and control module for testing and was found to be fully functional and conforming to specified manufacturing requirements. Visual examination with a 10x digital magnifying lens did not reveal any metal fragments mixed with the remaining body fluids. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a date and time issue on his one touch ultra meter. The patient mentioned that the reported issue began at around 11:0pm on (B)(6) 2010. The following morning he developed symptoms which consisted of blurred vision and hungry. He did not seek any medical attention or contact his physician for assistance. This is not the first time the product was being used. The patient mentioned that the reported issue began after the battery was removed/replaced. The reported issue was resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the date and time issue he was unable to test and the following morning developed symptom suggestive of hyperglycemia.

Event description:
It was reported that during a breast biopsy procedure, they noticed metal fragments from the probe. On pre and post images, the breast was clear of fragments. After deploying the marker and confirming clip placement they noticed the shaved metal in the breast. Case was finished using the probe.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.